Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had problems with sets air bubbles and p-cap parts are broken. The customer's blood glucose was unknown. Approximate size of air bubbles is 1.5 cm. It was reported that there are sometimes leaks at the p-cap connection. The reservoir will not be returned for analysis.